Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic oophorectomy and salpingectomy procedure. After inserting the trocar into the sleeve, the tip of the cannula was noticed to be broken and missing. The broken piece had fallen into the cavity of the patient and was retrieved immediately. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar, obturator, envelope seal and circular seal all appeared to be intact. There were gouges observed at the distal end of the cannula. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.